Event description:
It was reported that the xenon light source experienced the emergency light mark flashing. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1 - first name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e207 error, and failure of the emergency lamp. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the initial malfunction and the error e207: failure of the emergency lamp. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.